Manufacturer narrative:
The customer's report of defib fault 76 was duplicated and attributed to a fractured solder on a transformer component on the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The customer's report of "poor pad contact" message was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. A poor pad contact message is not an indication of a device malfunction. The device was recertified and returned to the customer. The electrode pads and multi-function cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "poor pad contact" messages. Complainant indicated that there was no patient involvement in the reported malfunction.